Event description:
It was reported that customer experienced cartridge load error and mother requested follow up to discuss this issue and other concerns related to pump use. There was no reported impact to the customer¿s blood glucose level. Customer¿s mother asked to be contacted by technical support after a specific time, and no additional information was received regarding any further actions or outcome of the event.